Manufacturer narrative:
An event regarding liner wear and head corrosion involving an unknown shell was reported. Conclusion: the reported event indicates the liner was worn and corrosion was noted in the femoral head taper. As corrosion was confirmed in the femoral head, there is no indication the shell contributed to the reported debris. In addition, there is no alleged failure of the reported device. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that there was suspected osteolysis due to wear. Intraoperatively corrosion under the femoral head, liner, and cup was found. (Accolade stem stayed implanted.)

Event description:
It was reported that there was suspected osteolysis due to wear. Intraoperatively corrosion under the femoral head, liner, and cup was found. (Accolade stem stayed implanted.)

Manufacturer narrative:
The catalog number and lot code have not been provided. The device was reported as an unknown cup. A supplemental report will be submitted upon completion of the investigation.